Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The initial final report is corrected to february 16, 2021. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not be explanted at this time. The recipient is satisfied with their performance. This is the final report.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated potential impedance issues, despite device testing results within normal limits. Programming adjustments were made and resulted in small improvement. Revision surgery was under consideration.